Manufacturer narrative:
A report based on the original complaint made by customer for another instrument issue was filed as medical device report #2050012-2011-07493 (beckman coulter, inc. Identifier (B)(4)). (Note: the beckman coulter, inc. Identifier for this report is (B)(4))

Event description:
Customer called to report that unicel dxc 800 synchron system displayed an unrecovered modular chemistry (mc) probe obstruction error. Customer stated that upon flushing the probe, a leak of approximately 10 milliliters was noticed under the probe. Customer believed the source of the leak was the transducer. On the following day, the field service engineer (fse) inspected the instrument and resolved an issue relating to an obstruction error; this event was reported as medwatch #2050012-2011-07493 (beckman coulter, inc. Report identifier (B)(4)). During priming, the fse noticed that the new clot detector was leaking, so the fse replaced the clot detector and the probe. Finally, the fse performed alignments and calibrations to verify instrument performance and ensure that the services performed effectively resolved the instrument issues. Customer stated that no patient samples or results were affected, and that no one was harmed or exposed to the leak.